Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. In some specific conditions, shock is delayed for one cardiac cycle. A correction of this behavior is under evaluation.

Event description:
Reportedly, some induction tests were performed at implantation. During the first attempt a shock of 1j was delivered on t-wave and induced a vf that stopped spontaneously before shock delivery. During the second attempt, the shock was delivered with a delay after the pacing cycles (on a spontaneous qrs). Therefore, the shock was reportedly ineffective. During the third attempt, an induction test with 30 hz burst (10 seconds) was performed, no vf was inducted. During the fourth attempt, a shock was delivered on t-wave and induced a vf that stopped by a shock of 22j. Normal operation of the ICD was reportedly observed.

Event description:
Reportedly, some induction tests were performed at implantation. During the first attempt a shock of 1j was delivered on t-wave and induced a vf that stopped spontaneously before shock delivery. During the second attempt, the shock was delivered with a delay after the pacing cycles (on a spontaneous qrs). Therefore, the shock was reportedly ineffective. During the third attempt, an induction test with 30 hz burst (10 seconds) was performed, no vf was inducted. During the fourth attempt, a shock was delivered on t-wave and induced a vf that stopped by a shock of 22j. Normal operation of the ICD was reportedly observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, some induction tests were performed at implantation. During the first attempt a shock of 1j was delivered on t-wave and induced a vf that stopped spontaneously before shock delivery. During the second attempt, the shock was delivered with a delay after the pacing cycles (on a spontaneous qrs). Therefore, the shock was reportedly ineffective. During the third attempt, an induction test with 30 hz burst (10 seconds) was performed, no vf was inducted. During the fourth attempt, a shock was delivered on t-wave and induced a vf that stopped by a shock of 22j. Normal operation of the ICD was reportedly observed.